Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip clamp sleeve stuck in the up position in the reported problem area of the pipette assembly. The lld contact spring, tip clamp sleeve compression spring and plunger clamp were replaced. All of the tip clamps were replaced and 3 additional lld contact springs were replaced. The instrument was inspected, tested without further problem,and returned to service.